Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports left side "swelling and itchiness", "the implant also doubled in size", "fine needle aspiration, left breast capsule fluid - mixed inflammatory cells". Later, healthcare professional reported ¿left breast swollen - antibiotics resolved. Patient feels restricted in her regular exercise. A ruptured capsule." Device has been explanted.